Manufacturer narrative:
Combination product: yes.

Event description:
Patient went to ed due to syncope. Device check done and under-sensing on ventricular lead was observed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5167301.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.